Event description:
Brakes will not stay locked if the bed is shaken.

Manufacturer narrative:
The casters were adjusted to repair the bed. Mod 373 is a field corrective action which replaces the brake detent mechanism, and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.